Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the smart remote manager not releasing. A field service engineer replaced the hardware. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system smart remote manager latch not releasing. The customer stated that there was delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.